Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Pyeong hwa kim et al 2019 (zib) ¿ ¿embolization for delayed arterial bleeding after percutaneous self-expandable metallic stent placement in patients with malignant biliary obstruction¿. The stent deployment techniques, stent types and configurations were decided by the operators according to cholangiographic findings and initial catheter drainage: unilateral stenting with a single stent placement through a single percutaneous route; unilateral stenting with two-stent placement through different percutaneous routes; bilateral stenting with stent- in- stent technique (off label) through a single percutaneous route (t- configuration) or through different percutaneous routes (y- configuration); bilateral stenting with side-by-side technique (off label japan) through bilateral percutaneous routes; and bilateral stenting in a crisscross configuration through bilateral percutaneous routes. All sems deployments were performed using commercially available uncovered stents (zilver, cook medical, bloomington, indiana. After stenting, one or two temporary ptbd tubes were inserted just proximal to the stent(s). Those were removed after 2¿3 days of clamping after confirmation of patent contrast flow through the stent(s) into the duodenum or jejunum on cholangiography. A (B)(6) female with distal cbd cancer (patient 19) who underwent pancreatoduodenectomy due to common bile duct cancer presenting with hemobilia and hematochezia (pseudoaneurysm close to the stent mesh). (A,b) arterial phase axial and coronal reconstructed CT images show an enhancing round lesion (arrow) overlapping with the biliary stent in the hepatojejunostomy area. (C) digital subtraction arteriography (dsa) of the common hepatic artery demonstrated a pseudoaneurysm (arrow) on the right hepatic artery. Note the left per-cutaneous transhepatic biliary drainage (ptbd) tube inserted into the stented bile duct (arrowheads) via segment iii bile duct. (D) the pseudoaneurysm is not visible on a dsa image after successful embolization using microcoils and nbca, and the distal hepatic arterial flow is preserved (arrowheads).

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the unknown device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records could not be performed. However, prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: root cause review: a definitive root cause could not be determined from the available information. A possible root cause is available in the literature and stated as continuous irritation from the stent mesh, tumour invasion of the adjacent artery, adhesion between the stent and tumour mucosal damage around the distal end of the stent. This is all covered by haemorrhage. Summary: the complaint is confirmed based on customer testimony. From the available information it is known that the patient required further surgical intervention/ additional procedures. Complaints of this nature will continue to be monitored for potential emerging trends.